Event description:
It was reported that the patient's generator and a portion of his lead were explanted on (B)(6) 2010. The reporter indicated that the pre-op notes from the day of explant stated that the device was "non-functioning"; however the reporter could not comment on what was meant by "non-functioning". Programming history available in house was reviewed, and last available diagnostics from (B)(6) 2009, indicated that the eri/eos status was "yes". It is likely that the reason for explant was due to end of service, however this cannot be confirmed as attempts for additional information from the explanting surgeon have been unsuccessful to date.